Event description:
On (B)(6) 2010, company representative reported boluses were listed in infusion device history that were not programmed by pt. Pt did not bolus at the times listed and did not press any infusion device buttons. Follow-up was completed with pt. Pt reported he experienced hypoglycemia on (B)(6) 2010 with readings of 49, 53, and 50 mg/dl. Target blood glucose is 150 mg/dl. Pt treated himself with orange drink and blood glucose lowered again. There were 4 boluses in the infusion device history which were not programmed by pt. On day of event, the insulin cartridge was new. The basal rates and time were programmed correctly. Pt did not prime or remove the insulin cartridge while the infusion tubing was connected to his body. Infusion device was not dropped or exposed to moisture or liquid. No charges were reported to diet, medication, or lifestyle. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.